Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury. No third party medical intervention was required. However, the customer mentioned she was not able to have her blood tested because of the malfunction and reported symptoms of "weakness, dizziness, cold sweats, shaky, tired, thirsty, hungry & very sleepy at times."

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow-up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.